Manufacturer narrative:
Concomitant products: product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3776-75, serial/lot #: (B)(4), ubd: 10-dec-2012, UDI#: (B)(4); product ID: 3776-75, serial/lot #: (B)(4), ubd: 10-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient implanted with a neurostimulator (ins). It was reported that with patient's previous implant, the wires (leads) had come through the skin and had to be removed and replaced with patient's current system. Caller said she thought that patient's old implant possibly still in the body, pss reviewed that device record showed that implant had been removed but directed caller to hcp and reviewed device record can't be used as way to confirm device status/MRI eligibility.